Manufacturer narrative:
Investigation/testing summary: an attempt was made to reproduce the issue by generating the daily review report for the provided user in carelink support application and confirmed that the issue mentioned was expected system behavior. To assist with the resolution , we performed below investigation and provided the details to helpline team we tried to validate the uploaded data from db and found that the below. 1. The upload made on 25th august has data only for (B)(6) 2023, in which we do not see much glucose information for both the days. 2. The upload made on (B)(6) 2023 has only minimal data like device settings and glucose information , do not see much sensor data. To assist with the resolution of the issue, we provided the helpline team with the following steps to ensure that it is addressed effectively: - can you please confirm whether the user has been actively connected with the device and sensor for all those days? - carelink reports are generated based on the uploaded data , so in this case we do not have information for all these days between (B)(6) the software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the software requirement and specification document listed below under ""sw requirement doc. (Most likely) root cause: the primary reason behind this problem is likely the user's assumption that the uploaded data includes all sensor information. Analysis summary: despite making multiple attempts to contact the customer/rep to address the issue, they have been unable to obtain a response. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer has communication issue from transmitter to app and report generation error. No harm requiring medical intervention was reported. Troubleshooting was performed but the issue was not resolved. The product will not be returned for analysis.